Event description:
The device is used by the facility as a crash cart unit. The device was connected to a pt described as in cardiac arrest. Reportedly, at device power on a connect electrodes message was observed followed by a service wrench display. No add'l details concerning the discrepancy were reported, but the device was said to be inoperable. A backup device of same model was connected to the pt and was used. The reporter did not know the pt outcome.